Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they lost a program from their device once. There were no patient symptoms reported. The patient was implanted for non-malignant pain and other non-malignant pain. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.